Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported that the patient came in yesterday with a low reservoir alarm and pump was refilled and reprogrammed but the patient continues to hear the alarm. The healthcare provider thinks the tablet software was updated but did not recall seeing a motor stall recovery alert as well. It was reviewed alarm would need to be manually silenced and then the pump updated.